Manufacturer narrative:
(B)(4). The customer reported that when they turn the device on, they can only see part of the screen. The device was evaluated at philips. The issue was localized to a defective lcd display. Replacing the display assembly resolved the issue.

Event description:
The customer reported that when they turn the device on, they can only see part of the screen.